Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference. It was also reported that the physician did not specify a malfunction of the device. The explanted device was not returned to bsn.

Event description:
A report was received that the patients ipg was not holding a charge. The patient will undergo a battery revision procedure.

Event description:
A report was received that the patients ipg was not holding a charge. The patient will undergo a battery revision procedure.